Event description:
It was reported that on (B)(6) 2012, surgeon decided to go in and clean out the knee and remove fluid. Cultures were taken but no growth was recorded due to pt being on long term antibiotic treatment.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.